Event description:
A rn (registered nurse) called corporate product surveillance (B)(6) 2010 to report one (1) minicap extend life pd transfset w/twist clamp in which the product did not connect well with the beta cap adapter during patient use (B)(6) 2010. Rn stated that the product is still in use on the patient. On (B)(6) 2010 product surveillance spoke with the rn who stated the transfer set was difficult to twist on the plastic beta cap adapter. The rn explained that the connection isn't a secure, tight, flat connection and silicone glue from the repair kit was used to secure the connection. The transfer set was still on the patient. No patient injury or medical intervention was reported with this incident.

Manufacturer narrative:
(B)(4). The sample is still in use. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.